Event description:
A report was received that the patient¿s lead was cut during a previous surgery. The patient underwent a revision procedure wherein the cut lead and the ipg were replaced. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model #: sc-8216-70 serial/lot #: (B)(4) description: artisan surgical lead, 70cm.